Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was outside of clinical use at the time of the reported event. A philips field service engineer (fse) inspected the system on-site and confirmed the occurrence of geometry movement unavailable error from the log file, which was resolved by restarting the system. The geometry errors could not be reproduced; therefore, a root cause could not be determined. The system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The system's instructions for use warn the user to not utilize the system if suspecting that any part of the system is defective and provide information on how to verify system functionality. As the device was outside of use at the time the issue was identified, the user would identify this issue prior to utilizing the system. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the geometry movements were unavailable. There was no reported patient or user harm. Philips has started an investigation of this complaint.